Manufacturer narrative:
This is the final report.

Event description:
Report was received that a pt underwent a pocket revision procedure, due to difficulties charging the ipg. During the procedure, the physician made a new pocket. The pt is now able to charge the ipg and is reportedly doing well.